Manufacturer narrative:
Concomitant medical products: product ID: 306001; lot# unknown; implanted: (B)(6) 2021; product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency/urge incontinence. It was reported that the basic evaluation patient was not feeling stimulation while increasing and stated that they thought they were numb. The patient asked if they should be bleeding a lot. On (B)(6) 2021, support link assisted the patient with switching from right to left side but the patient reached maximum settings at 5.7 without feeling any stimulation. The patient then switched back to the right side to see if they could feel stimulation but they said "there is discomfort down there to begin with, so it's hard to tell sometimes." The patient was noted to be able to feel a little fluttering at 4.0 and said that 4.1 was "not painful," but they could "feel it." Additional information was received from a healthcare professional (hcp). The hcp reported that cause of the patient reaching mas settings without feeling stimulation on the left side was unknown. The steps taken were on (B)(6) 2021 was recommended that they repeat estim with more stable lead wires in the or. Unknown if the issue is resolved.